Manufacturer narrative:
Device evaluation: no lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had ended approximately four hours earlier than expected and had alarmed air in line. Upon arrival, the infusion bag had been found empty. The continuous infusion had been set at a rate of 2.2 ml/hr, with a reservoir volume of 100 ml. A total of 89.8 ml had been administered. The intended length of infusion had been 46 hours. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.